Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 10-15 minutes after starting a continuous renal replacement therapy (crrt) with a thermax blood warmer unit, two alarms were triggered. It was further reported that the bottom of the device was cracked. Crrt was discontinued without the extracorporeal blood being returned to the patient. The patient became hypotensive with low hemoglobin and fluid overload with respiratory distress. According to the reporter the patient required a packed red blood cell transfusion. At the time of this report, the patient outcome was not reported. No additional information is available.